Event description:
It was reported that during an "est" procedure the proximal portion of the catheter appeared "shrinked". The target lesion was in the bile duct. An rx lithotripter compatible basket had been selected. During the procedure, the proximal part of the catheter was found to be "shrinked". The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".